Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy as x-rays confirmed that the left lead migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was pulled back into place. Therapy was restored.